Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm was noted during testing. Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed that the power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The following physical damage was noted: missing reservoir tube retainer, scratched case, minor scratched lcd window and faded/stained serial number label. The displacement test and occlusion test could not be performed; the reservoir was unable to lock into place due to the missing reservoir retainer.

Event description:
The customer reported via phone call that insulin pump had power error detected. The blood glucose at the time of the incident was 10 mmol/l. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.